Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a failed battery test alarm and then a button error alarm. The customer could not recall any significant events leading to the alarm. The customer's blood glucose level was 302 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was unable to verify failed battery test alarm due to unresponsive buttons. The insulin pump received with minor scratched display window and cracked reservoir tube lip.